Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue and observed intermittent power up test failure# 6 (touch screen configuration) during power up. The stm isolated the failure to a defective video generator board and touch screen. To address the issue the stm replaced the video generator circuit (0670-00-0781e) and touch screen. The stm then performed all functional and safety tests, which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) experienced touch screen issues. There was no patient involvement and no adverse event was reported.